Manufacturer narrative:
(B)(4). Device evaluation: a retain cartridge of lot # 201689 has been evaluated by product analysis on (B)(4) 2011 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the animas pump is performing within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The subject cartridge has not been returned for investigation.

Event description:
This complaint is being reported as a malfunction due to the alleged leaking cartridge. Reportedly, there is insulin leakage in the cartridge compartment. The patient feels the cartridge leakage is due to the animas pump. According to the patient, the cartridge compartment and cap is not damaged.